Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom 3.5 mm was discovered asymmetrical after a patient pressures where dropping and became unstable with vital sings. During this event leaking air was discovered around her stoma. Bubbles were coming out of her mouth and air felt coming out of nose. Adding water to the balloon did not resolved the issues. Emergent tracheostomy was performed.

Manufacturer narrative:
H3: two bivona tracheostomy tubes with cuffs were received in their original packaging. There were no abnormalities found during the visual inspection of the returned samples. Using a standard syringe, 5cc's of air was inserted into the airway lines of both returned devices. There were no issues identified with the cuffs inflating. A standard ruler was used to measure cuff symmetry on both devices. Measuring from the center of the shaft to the outside of the cuff, both devices measured at 8mm on one side and 9mm on the other side. The reported problem could not be confirmed. There was no fault found with the returned tubes.